Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited knob wire (k-wire) had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: olympus, therefore, surmised that the foreign material might have remained because reprocessing could not be completed properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.